Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture. During the surgery, the surgeon couldn¿t hold the endcap with the screwdriver. The tip of the screwdriver shaft had been worn. The surgery was completed successfully without any surgical delay. The patient outcome was stable. This report is for (1) scrdriver-hex-large 3.5 w/groove l300. This is report 1 of 1 for (B)(4).